Manufacturer narrative:
The technician found the head valve was not working. The technician replaced the head valve to repair the bed.

Event description:
The account alleged the head of the bed will not go up.